Event description:
It was reported that the user experienced hypoglycemia with a lowest blood glucose of 40 mg/dl for about one hour, during which the ilet did not alert; the user initially described loss of consciousness but later clarified experiencing a transient ¿whiteout,¿ and the episode was corrected with oral carbohydrates while an agent assisted by enabling louder alerts via pairing the cgm to the user¿s phone. Symptoms included a transient visual disturbance consistent with a ¿whiteout,¿ with no actual loss of consciousness and no need for outside assistance or medical intervention. Outcomes included resolution of the hypoglycemia without sequelae. Investigation included complaint handling, troubleshooting, and user education focused on alert configuration and notification pathways. Investigation of this case revealed no device alarms during the hypoglycemic event and no device malfunction identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.